Manufacturer narrative:
The olympus endoscopy support specialist (ess) noted that during the reprocessing in-service, the customer stated the suction step was not performed during manual cleaning. The ess informed the customer that according to the instructions for use (IFU), the suction step should be performed after the scope was brushed. The ess also demonstrated how to perform the suction step during manual cleaning according to the IFU. The ess recommended the customer follow all olympus reprocessing procedures as documented in the ontrack forms and reprocessing manuals. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing / customer competency in-service. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the evis exera iii colonovideoscope was being reprocessed incorrectly. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The endoscope support specialist (ess) was onsite 04aug2022, the staff also performed a return demonstration to show they understood the process. The ess reported that the customer currently uses a non-olympus scope buddy for manual cleaning and observed the customer does not manually flush auxiliary water channel. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to user¿s understanding differed from olympus recommendation in device handling and reprocessing steps. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) warns against insufficient reprocessing as follows. ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU (reprocessing manual) says to aspirate detergent solution through the instrument channel and the suction channel after brushing in ¿5.5 manually cleaning the endoscope and accessories¿. Olympus will continue to monitor field performance for this device.